Event description:
The customer contact reported a separation. On an unspecified date, the tubing set was being used to deliver an unspecified volume of lactated ringers via gravity. The option-lok male adapter of the tubing set was connected to the pt's IV access site. At an unspecified time, the customer contact reported that the male adapter of an unspecified syringe was connected to the proximal clave y-site of the tubing set for delivery of an unspecified medication via IV push. It was reported that during the delivery of the medication, the tubing separated from the leg of the proximal clave y-site of the tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.